Event description:
Pinnacle 30 howard medication cart: the ac power inlet casing can be unseated if the power cable is stretched too far exposing electrical contactors that could short on the metal case and expose live power contacts to clinicians in patient care areas.